Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. A comparison between a lab result of 5.6 and a freestyle reading of 11.9 mmol/l was reported by the customer.